Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the drive support cap from the insulin pump was pushing out. Customer's mother reported while customer was disconnected customer has pushed the drive support cap back in and continues to wear the device. Customer's mother did not know customer's blood glucose. Customer's mother was unsure how damage occurred. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.